Manufacturer narrative:
Conclusion: based on the received information from the field, the device was explanted because, the active electrode array migrated out of cochlea, which necessitated a revision surgery to re-insert it. However, during the re-insertion surgery, the electrode array was likely inadvertently damaged, which was recognized by the surgeon and could be also confirmed during device investigation. This is a final report.

Event description:
Revision surgery was needed due to partially migrated electrode out of the cochlea. Surgeon saw that electrode array was kinked, thus the user has been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Revision surgery was needed due to partially migrated electrode out of the cochlea. Surgeon saw that electrode array was kinked, thus the user has been reimplanted.